Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove.

Event description:
Physician reported unknown side "the inner tray would not come off from the outer tray, making it difficult to take it out cleanly". Device has been explanted.